Event description:
During hip replacement surgery occurred in (B)(6) 2019 (exact date not reported), when the surgeon impacted the acetabular cup, the thread of the delta cup wrench, code 9055.51.015 lot#18ar01s, broke into the acetabular cup, and got stuck into it. According to the information received, the breakage occurred after the surgeon impacted the acetabular cup for 6 times. As a consequence, the surgeon had to change the acetabular cup and the surgery was prolonged of about 10 minutes. It is unknown how many times the instrument had been used before the breakage. Event happened in germany.

Manufacturer narrative:
Dhrs check: by the check of the dhrs of the lot# involved (18ar01s), no pre-existing anomaly was found, thus we can state that the 45 instruments belonging to the same lot# were manufactured up to specifications, no deviation detected. This is the first and only complaint received on the same lot#. Retrieved instrument analysis: the involved instrument, together with the acetabular cup, was returned to lima corporate for a deeper analysis. By a visual inspection, we confirmed that the tip of the instrument is broken, and the final part is stuck inside the cup hole. The threads of the cup holes are visibly damaged, maybe due to an incorrect insertion of the instrument. A dimensional check was performed on the remaning threaded tip of the instrument: no anomaly was detected, the measures of the thread were found compliant to iso specifications. A failure analysis was also performed, to better define the breakage modality. The morphological analysis was performed through the acquisition of images of the instrument tip, in correspondence of the fracture and significative surfaces: the analysis was based on stereomicroscopic images and high magnification sem (scanning electron microscope) images. The results of the analysis can be summarized as per follows: - the surface was largely damaged due to a scrubbing action, thus many morphological details were lost; - evidences of fatigue have not been detected in correspondence to the base of the thread; the base of the thread is supposed to be the trigger point, due to the presence of cracks parallel to the thread direction and close to the fracture; the breakage of the larger section of the tip (perpendicular to the tip axe) is linked to fragile behaviors. Conclusion: based on our analysis, we can speculate that the threaded tip was not perfectly screwed into the cup hole (or it might have loosened during use) causing an incomplete contact between the threaded hole of the cup and the threaded tip of the impactor. As a consequence, during the impaction phases, the impactor thread became subject to an excessive stress and to a bending moment, which led to the breakage. Pms data: (B)(4). This occurence rate is estimated by considering the number of intra-operative complaints received in respect to the total number of instruments manufactufatured up to today (instruments manufactured as OEM, and relevant complaints, were also included). It should however be taken into account that the instruments are reusable, thus the occurence rate is largely overestimated.

Manufacturer narrative:
By checking the manufacturing chart of the lot #18ar01s no anomaly was found. This is the first and only complaint received with this lot #. We will submit a final MDR once the investigation will be concluded.

Event description:
During hip replacement surgery occurred in (B)(6) 2019 (exact date not reported), when the surgeon impacted the cup the thread of the delta cup wrench cod. 9055.51.015 lot#18ar01s broke into the cup and got stuck into it. As a consequence, the surgeon had to change the cup and the surgery was prolonged of about 10 minutes. Event occurred in (B)(6).